Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty power supply. In addition, multiple device components were noted to have poor appearance. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp did not ignite but the spare lamp was functioning as expected. The problem, as reported to olympus, was identified during maintenance of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported event was duplicated at the repair site. The cause of the phenomenon of ¿the main lamp does not light, and switches to the emergency lamp¿ was due to a faulty power unit. Olympus will continue to monitor field performance for this device.